Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the mini screw kwire (kn1115) broke while inserting the screw. The wire was seen in x-ray floating in patient¿s soft tissue. No additional information is available.

Event description:
It was reported that the mini screw kwire ((B)(6)) broke while inserting the screw. The wire was seen in x-ray floating in patient¿s soft tissue. No additional information is available.

Manufacturer narrative:
The reported event could be confirmed, since the kwire is broken as complained. The device inspection revealed the following: the visual inspection has shown that kwire is broken apart about 11mm above the tip, the fragment was not returned for evaluation. The kwire is deformed above the fracture face and there is a strong notch visible in the area of deformation. This notch was caused by the drill bit, which did cut into the wire in this area. The fracture face has the typical view of a ductile overload fracture, where high force did first lead to permanent distortion and finally the breakage of the device. The relevant dimension was verified during the investigation and no deviation from the specification could be detected. A review of the device history was not possible because the lot number is not marked on the device and was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The received kwire was after the insertion deformed, which caused an excessive contact between the drill bit and the kwire, this did finally lead to a mechanical overload and the breakage of the kwire. If more information is provided, the case will be reassessed.